Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately a year and a half ago due to unrelated health issues. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.